Event description:
Information received indicated the patient experienced maniac psycho-motor agitation and dyskinesia fifteen minutes after the neurostimulator was turned on. It is unknown as to why the neurostimulator had been turned off. The product will not be explanted. The hcp intends to manage the adverse event. The patient outcome is unknown. Refer to medwatch report# 6000153-2008-01694. The patient has been enrolled in a clinical study.